Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that there was no signs of charging issue. The device passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per patient and physicians preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision procedure.